Event description:
It has been reported that the patient's system, which includes an implantable pacemaker with a right atrial (ra) lead, experienced an episode of pacemaker-mediated tachycardia (pmt). The ra lead exhibited noisy signals, prompting a modification of the sensitivity setting from 0.75mv (milli-volts) to 1.0mv. P-wave measurements were taken and recorded at 12.0 mv. Upon review of the programming changes, it was determined that the pmt episode was false. Consequently, the pmt feature was disabled at the discretion of the attending physicians. Given the extent of the modifications made, it was suggested to either conduct further testing or arrange for patient follow-up to gather feedback. Currently, the patient is being monitored closely. The ra lead remains in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that the device exhibited oversensing due to the noisy signals. Ra sensitivity was reduced from 0.75mv to 1.0mv, in response to the event. The ra lead remains in service, and no adverse effects have been reported for the patient.